Event description:
The user facility reported that prior to a patient procedure the touch panel to their hexavue custom room rack was frozen and stuck on a loading screen. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the avc-x needed to be rebooted. To resolve the issue, the technician rebooted the avc-x. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.